Event description:
A surgeon reported a patient with an unexpected outcome, that the patient can't read (poor near vision) following bilateral intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported the lens is in the bag and no posterior capsule opacity has been noted. The surgeon also indicated that an unapproved cartridge/handpiece combination was used during the procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested and received. (B)(4).